Manufacturer narrative:
(B)(4). One used set was received with cap on spike and no cap on patient connector in reference to connection issue. The set was functionally hand tightened to a lab (japanese) titanium adapter without difficulty. Set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. This complaint could not be confirmed or duplicated in the lab. A root cause of the complaint could not be determined. The returned sample returned did not show any connection problem. The lot number was not known so no batch review was performed. In this case the evaluations did not find any evidence of any problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter to report that the patient connector had separated from the catheter adapter. This was found while the patient was putting it back to a stomach band after the therapy with yume set. The set had been used for 23 days. There was no patient injury or medical intervention. The actual transfer set is available for evaluation.